Manufacturer narrative:
(B)(4). No UDI information is available since the lot numbers remain unknown. An additional medwatch is being sent for the other device which became thrombosed.

Event description:
The following information was reported to gore: on (B)(6) 2016 a patient was implanted with a gore® viabahn® endoprosthesis in an av access outflow procedure. The device was placed in or near the cannulation region, but it is not known whether or not it had been cannulated. On (B)(6) 2018 the patient underwent a percutaneous thrombectomy of the device with a teleflex arrow-trerotola device. While the thrombectomy device was being used, the viabahn became damaged. The device elements were removed via snare except for approximately 25% of this device which remained intact. Two additional viabahn devices were advanced and deployed in overlapping fashion to connect to the remaining viabahn section, and were patent at the end of the procedure, however both of the devices became thrombosed within a day afterward. The patient is being referred for treatment with either a new fistula or graft for a new dialysis access site. This event addresses one of the viabahn devices which became occluded following implantation on (B)(6) 2018.